Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was the zip ties for the sieve beds were loose. Additional malfunctions include the filters for the smart pack were dirty.